Manufacturer narrative:
Date of event is unknown. One infusion pump was received for evaluation. Visual inspection found the tamper seals to be broken. The device was observed to have a damaged lens, damaged rear and front housing, and the downstream sensor was worn. The devices event history log was reviewed for evidence for the reported problem, high pressure and no disposable alarms were found in the log. To conduct functional testing, the downstream sensor was tested on the pressure station. Upon review, the device failed the pressure station test. The downstream sensor was revealed to be out of calibration and the cause for the reported issue. The downstream sensor was replaced. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous 12 months and there was no indication that the complaint was related to a previous service of the device.

Event description:
It was reported the pump alarmed down occlusion alarm. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.